Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 01 and 09) occurred. Reportedly, the cartridge had been loaded with 270 units of insulin. Customer's blood glucose level was 500 mg/dl. Customer reported they would contact their healthcare provider for backup insulin therapy.